Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had a seizure and was unconscious for approximately three minutes. The patient's advocate contacted boston scientific about the incident and wondered if pacer caused the episode or if it may have revived the patient. The advocate was referred to the patient's physician for information. The field representative was unable to provide any additional information. At this time, it appears that the device remains in service.